Manufacturer narrative:
(B)(6). Follow up for device evaluation: it was reported, upon opening the needle, a white substance shot out. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the needle has a droplet of epoxy located 1/4" from the needle hub. No other defects or imperfections were observed. This condition occurs during the assembly process if there is a jam at the cannulator. A device history record review was completed for provided material number 305197, lot 4305182. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #:305197. Batch#:4305182. It was reported by customer that a white substance shot out and it the pharmacist. Verbatim: rcc received a complaint via email. We received a report from our (B)(6) concerning an event they have experienced while using a needle hypo nonsafety str 16g x 1in (reference (B)(4)). The lot number is 4305182. The event date is 03.21.2025. No harm to the patient has been reported. The sample is sequestered to conduct an analysis to determine the root cause of the failure. Please let me know the next step. We are willing to send the sample. Please have an RMA and mailer label sent to my attention. The complaint is described: upon opening a bd precision glide needle 16gx 1", a white substance shot out and it the pharmacist. Possible plastic. (B)(4). Thank-you.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.